Manufacturer narrative:
Other, other text: additional information on complaint of med fusion bad sensor revealed event occurred during testing. No patient involvement.

Event description:
Additional information in h 10.

Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection and flow testing were performed. The customer's reported problem was confirmed. According to the investigation, pump syringe size was out of calibration. Investigator's recalibrated the pump syringe size pot and replaced the barrel clamp guide and that cleared up the problem. The problem source of the reported problem is normal wear (pump is 8 years old).

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited bad syringe sensor. No reported adverse effects.